Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of ventricular capture was observed in the bipolar configuration. The polarity was changed to the unipolar configuration and normal capture was seen.